Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The may 2007 15-month uromax ultra complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record review is in progress. Results of the ship history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation a patient underwent a therapeutic dilatation procedure (date unknown.) During the procedure, the patient's ureter inadvertently became perforated. No further information forthcoming. We were unable to obtain any additional information from the user facility upon follow up request.